Event description:
The cardiologist interrupted the treatment to reposition the catheter, and rather than resuming the partial treatment, began a new treatment. Guidant technical services reviewed the steps for resuming an interrupted treatment with the cardiologist. The total dose delivered was 2422cgy.